Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patients spinal cord stimulator (scs) system was not working. The patient underwent an scs system explant procedure.

Event description:
A report was received that the patients spinal cord stimulator (scs) system was not working. The patient underwent an scs system explant procedure.